Event description:
Hcp reported sudden onset of sensory changes several months after implant of bilateral deep brain stimulator. Sensory changes on one side of body improved with left dbs device turned off. Anxiety, breathing problems and pain persisted whether device was on or off. No evidence of stroke clinically or on eaxm. The pt had pre-existing anxiety and has been managed pre-operatively and post-operatively by psychiatry. Sensory thresholds were low for the left lead. Pt is considering choices-repositioning vs.removal of device(s).